Manufacturer narrative:
(B)(4). Batch #: t92y3g. Date of event is 2020. Event day and event month were not reported. Component code: mechanical (g04). Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: please confirm which portion of the device packaging was damaged. Did the damaged result in a loss of sterility? Were there any patient consequences? If yes, please describe. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damaged. In addition, one malformed clip was received inside a plastic bag. Upon visual inspection, it was observed that the tyvek from the packaging was damaged on a corner from right side and dirty. The damage was noted to be from the outside to the inside of packaging. In addition, the device was tested for functionality. The device was cycled and it fed and formed the remaining two clips as intended. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. It appears that the package hit a hard surface and this caused the reported event. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. All ethicon ees product is 100% inspected prior to release. The information provided is compiled, monitored, and reviewed on a routine basis for any associated trends. Please reference the instruction for use for more information. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the package was broken. It is unknown how the procedure was completed. Patient consequence was not reported.